Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The patient presented with ischemic heart disease. The 80% stenosed target lesion was located in moderate to severely tortuous and severely calcified left circumflex (lcx) artery. After rotablation was performed with a 1.25 rotapro upsizing to a 1.50mm burr, pre-dilation was performed with a semi-compliant balloon and non-compliant balloon catheters. Subsequently, a 2.25 x 32mm synergy drug-eluting stent was advanced over the non-boston scientific (bsc) guidewire. However, it was failed to cross the lesion within the tortuous part of the vessel. The synergy stent was removed, and the vessel was further prepared using more nc balloon catheter. Upon inspection of the 2.25 x 32mm synergy drug-eluting stent, the distal part of the stent struts was damaged, and the proximal stent edge was raised and folded. As per physician, the stent was damaged when it was removed from the vessel and came in contact with the tip of the guide catheter. The procedure was completed with implantation of another 2.25x32 synergy stent. There were no patient complications reported.